Manufacturer narrative:
Complete event site name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the console generated a fiber optic sensor failure alarm. The customer denied a traumatic insertion and had used the provided sheath. They were able to use the fluid lumen as the substitute arterial signal. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a.